Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery. Additionally, it was reported that there was a piece of white septum in the syringe. Reportedly, the customer loaded a new cartridge to address the issue and resume insulin therapy. Customer's blood glucose level was 130 mg/dl.